Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2004; dtba1d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead due to oversensing. Noise was present on the lead. Additionally, high/undefined pacing impedance was observed. The lead detection was programmed off. The lead remains in use. It was further reported that the right atrial (ra) lead has non-capture. The lead remains in use. No further patient complications have been reported as a result of this event.